Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The part was replaced and problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming.there was no patient involvement.

Manufacturer narrative:
H10: the root cause of the reported issue is associated to the motor bearing damaged by the corrosion due to environmental conditions in which the pump worked. Water infiltration, water formation due to condensation, high level of humidity and temperatures led to the bearing corrosion which consequently affected the motor shaft rotation.

Event description:
See initial report.